Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Implants scraped.

Event description:
I have weeks after the operation, got information from the surgeon that he broke an cocr rod in the very last end of the operation, just when he would bend the rod a little more down to the screwhead. The operation was on a neuromuscular scolioses with almost 100 degrees of angle. Date of event primo april. Surgery extended 1 hour, as long it takes to move, prepare and replace a new rod. Now ca. 1 month after the surgery, the patient have infection in the part of spine where the rod-failure was. No products returned, implants was scrapped.